Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Moufarrij, n.a. Epidural hematomas after the implantation of thoracic paddle spinal cord stimulators. Journal of neurosurgery. 2016:1-4. Doi: 10.3171/2015.8.jns15396. Summary: this study involved retrospectively analyzing the experience of a single surgeon in a consecutive series of patients who underwent the implantation of a thoracic paddle spinal cord stimulators (scss) with respect to the occurrence of a symptomatic epidural hematoma. For comparison, the occurrence of a symptomatic epidural hematoma in non-scs thoracic laminectomies done during the same period of time was determined. Reported event: a (B)(6) female patient with no risk factors for bleeding had an "uneventful" implantation of a paddle spinal cord stimulation (scs) lead, but was brought back to the hospital because she was paraplegic at 2 days after implant. The patient began experiencing symptoms 21 hours prior to her readmission, at which time her systolic blood pressure was 213 mm hg. She was in pain and did not take her pain and antihypertensive medications due to nausea. When examined, she had no movement and no sensation in her lower extremities. At surgery, an epidural hematoma was evacuated. Three days later, MRI showed a markedly swollen cord without any residual compression. At 5 months postoperatively, she had minimal movement in her lower extremities and was wheelchair bound. Follow-up to the article's corresponding author has been requested for patient/device info, event dates, and patient outcome. A supplemental report will be submitted if additional information is received. The source literature did not include any specific device information. See attached literature article.